Manufacturer narrative:
Investigation pending.

Event description:
Pt self tester complained of the following discrepant results: (B)(6) 10, inratio: 1.9, lab: 1.1 (lab a few hours later); (B)(6) 2010, 1.7, 2.3 (inratio 30 minutes later).